Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection identified a blown a/c fuse. The blown fuse did not allow the main batteries to charge, resulting the pump not turning on. The a/c fuse was replaced to fix the reported malfunction. The pump passed all tests and was returned to the customer in working order.

Event description:
It was reported that a flogard infusion pump would not turn on. There was no patient involvement. Additional information was requested and is not available.